Event description:
The husband reported a por when he attempted to recharge. He said that he had charged the battery that week but when questioned, he changed his mind and stated it had been over a month since they last charged. The patient/husband did not verbalize any of the steps of a physician recharge. When the charger was applied to the recharger a por message was received then it went straight to a normal charge state. They left the office with the battery charging.

Manufacturer narrative:
(B) (4).